Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: a review of the black box indicated voltage drops had occurred on (B)(6) 2017, leading to short battery life. During investigation, the battery compartment and cap were found to be undamaged and the cap was able to secure properly. All current readings were found to be above specifications and the alleged issue was duplicated. The pump cover was removed, revealing moisture corrosion on the continuous glucose monitor module and on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).